Event description:
The following information was reported to gore: on an unknown date in 2014, this patient underwent endovascular treatment presumably for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2018, the gore® excluder® trunk-ipsilateral leg component was explanted due to a type 1a endoleak. An angulated neck, loss of proximal seal and lack of wall apposition were reported. During the conversion, the trunk component was cut below the level of the contralateral gate, leaving the distal portion of the ipsilateral leg as well as the contralateral leg component in place and intact. An aortic bifurcated graft was sutured to the aorta and both leg components. The patient tolerated the procedure.

Manufacturer narrative:
Patient identifier: added information.

Manufacturer narrative:
Device code 1: corrected code. Code 3221: the lot# for the gore® excluder® aaa endprosthesis was not available. A review of the manufacturing paperwork was therefore not performed. Code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleaks.